Manufacturer narrative:
(B)(4). The epi-sense device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the epi-sense device was not reported or able to be subsequently ascertained.

Event description:
It was reported 30 july 2020, that on (B)(6) 2020 a patient underwent total thoracoscopic, left sided convergent and atrial appendage management procedure. The procedure was completed successfully with no patient complications or device malfunction. Post procedure, (B)(6) 2020 the patient sustained some type of tachyarrhythmia which appeared to be a-fib which resulted in an episode of cardiopulmonary resuscitation. On (B)(6) 2020, the surgeon implanted a permanent pacemaker in patient to avoid sinus pauses and the patient was discharged that day with no further complications. This was a procedural complication. There was no reported device malfunction.